Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code check IV set. 8100 sn: (B)(4) customer said that he received the 8100 back and it having a check IV set error. I explain to the customer that he should connect the 8100 and open the door, and see if the error disappears. If that doesn't clear the error, put a set into the 8100 and close the door, and see if the error goes away. If this doesn't work then replace sensor. The customer said ok and then ended the call.